Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material had adhered to the forceps channel, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope: 1 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2-confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The adhesive on bending section cover had white-clouded area. The objective lens had a crack. Connecting tube had a scratch. The switch button 1 had a scratch. The switch button 3 had a scratch. The protector of universal cord on scope connector side had a scratch. The protector of universal cord on control section side had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A loaner asset (evis lucera gastrointestinal videoscope) was returned with no complaint by the end user. There was no report of patient harm. During incoming inspection, foreign material came out from the forceps channel due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.